Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31617965l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and some kind of adhering substance was found. During right atrium (ra) mapping, octaray did not rise to the superior vena cava (svc). When octaray was taken out of the patient ¿s body to switch to a wire guide, some kind of adhering substance was found on the spine of the octaray. Color and shape of the adhering substance: it wound around the spine at about one-third of the height from the base of octaray2-2-2. The size was approximately 1 cm when spread out, and it was white, resembling a chiari net-like mesh. Physician's opinion: a chiari net was suspected, but it could not be confirmed through intracardiac echo or body surface echo, so it is unclear what the substance is. There were no issues with the vital signs during the procedure. Both during the procedure and the body surface echocardiography before the patient left the room, there were no abnormalities. Before ra mapping, the intracardiac echo with soundstar was performed but the chiari network could not be confirmed. Despite confirming valve motion during the body surface echocardiography during the procedure, and before patient left the room, there were no changes. No cardiac tamponade observed, and no changes in hemodynamics. No extended hospitalization required. The patient was discharged without any symptoms. No adverse patient consequence was reported. The product will not be returned due to the hbv (hepatitis b virus) (+) patient.

Manufacturer narrative:
Additional information was received on 29-jul-2025. It was indicated that the physician did not feel any resistance while introducing or retracting the catheter from the sheath. There was no damage found. The catheter was used as usual after removing the foreign material. The packaging, the catheter and the foreign material had been discarded because of the hbv (hepatitis b virus) (+) patient. No picture is available of foreign material. The foreign material was white, 1 cm long, mesh-like tissue. The material that was observed on the device was loose (with movement). It was adhered to the catheter but came off easily. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).